Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping/ pain") and uterine haemorrhage ("heavy bleeding/ abnormal bleeding (general)/ abnormal uterine bleeding") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to stop bleeding: birth control and mirena. Past adverse reactions to the above products included device ineffective with mirena and birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in mouth"), headache ("headaches"), back pain ("back pain") and migraine ("migraines"). In 2006, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (tylenol), ibuprofen and surgery (robotic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, pain, vaginal haemorrhage, migraine, dysmenorrhoea and dyspareunia had resolved, the dysgeusia and back pain outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pain was located on both sides of pelvic area. Pain was around her menstrual cycle. Pain was sometimes mild but would get to the point where she was in the fetal position crying. Patient's symptoms almost everything went completely away. She still get headaches but not as bad. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: blocked. On (B)(6) 2016, surgical pathology report: diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign adenomyosis. Benign endometrium. Benign cervix. Bilateral benign fallopian tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed event dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical record received. New reporter added and case updated to medically confirmed. Patient¿s demographics and historical drug added. Essure removal date (B)(6) 2016 was added. Events abnormal bleeding (vaginal), migraine, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and abnormal bleeding (general) updated to abnormal uterine bleeding were added. Treatment drug and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping/ pain/pain was located on both sides of pelvic area") and uterine haemorrhage ("heavy bleeding/ abnormal bleeding (general)/ abnormal uterine bleeding") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to stop bleeding: birth control and mirena. Past adverse reactions to the above products included device ineffective with mirena and birth control. Concurrent conditions included hypothyroidism and vertigo. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in mouth"), headache ("headaches"), back pain ("back pain") and migraine ("migraines"). In 2006, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (tylenol), ibuprofen and surgery (robotic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, pain, vaginal haemorrhage, migraine, dysmenorrhoea and dyspareunia had resolved, the dysgeusia and back pain outcome was unknown and the headache was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pain was located on both sides of pelvic area. Pain was around her menstrual cycle. Pain was sometimes mild but would get to the point where she was in the fetal position crying. Patient's symptoms almost everything went completely away. She still get headaches but not as bad. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: blocked. On (B)(6) 2016, surgical pathology report: diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign adenomyosis; benign endometrium; benign cervix; bilateral benign fallopian tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed event dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-aug-2018: pfs received: other relevant history and event outcome updated for event headaches from not recovered / not resolved to recovering / resolving. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), headache ("headaches") and back pain ("back pain"). In 2006, the patient experienced menorrhagia ("heavy menstrual bleeding") and pain ("pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysgeusia, headache, back pain, menorrhagia and pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysgeusia, headache, back pain, menorrhagia and pain to be related to essure (ess205). Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pains and cramping and heavy bleeding (interpreted as genital bleeding) shortly after the insertion, and underwent hysterectomy with bilateral salpingectomy. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: the ptc investigation result was provided. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pains and cramping and heavy bleeding (interpreted as genital bleeding) shortly after the insertion, and underwent hysterectomy with bilateral salpingectomy. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of device removal. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.